Event description:
It was reported that the event involved a (B)(6) year old female pt, while in the operating room during use. The md inserted the iab-05840-lws easily and no peripheral vascular problems were reported. They tried to start intra-aortic balloon pump (autocat2wave) therapy and immediately a big helium leak alarm was reported. As a result, they removed the iab and placed a second one. There was no report of pt death, or medical/surgical intervention. There was an unk time of delay or interruption in therapy which caused harm to the pt. The pt outcome is unk. It was stated they always check the placement of the iab; no blind insertion and checked relation of pt to iab. It was noted that the iabp's used were autocat2wave serial numbers (B)(4). Reference MDR #1219856-2015-00046 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.